Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: us157850 m2a magnum cup 727800. The 157444 m2a magnum modular head 661970. The 139254 m2a magnum taper insert 859240. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03557.

Event description:
It was reported that the patient experienced a bone fracture during a hip arthroplasty revision. The taper insert was cold welded to the femoral stem and the femur had to be split to remove the prosthesis. No additional information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient experienced a bone fracture during a hip arthroplasty revision. The taper insert was cold welded to the femoral stem and the femur had to be split to remove the prosthesis. It was reported that total time of procedure was close to seven hours. No additional information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends